Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01157, 3005168196-2017-01158, 3005168196-2017-01159, 3005168196-2017-01160. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastro-duodenal artery (gda) bleed using pod packing coil (podj). During the procedure, after advancing about 55 cm of podj in the target vessel using a non-penumbra microcatheter, the physician reached the ostium of the gda and ran out of space to deploy the remaining five centimeter. Therefore, the physician decided to remove the podj. While attempting to retract the podj, the physician did not mention resistance; however, the podj unintentionally detached from the pusher assembly with fifteen centimeter of the coil in the microcatheter. After attempting to remove the podj and the microcatheter under aspiration, the podj ended up in the common hepatic artery. Therefore, the physician used a micro snare device with a 5f non-penumbra catheter to remove the detached podj from the patient's body. It was reported that it took approximately 30 minutes to snare the coil while adding significant fluoroscopy time to the case. The physician then inserted a new non-penumbra microcatheter in the target vessel and attempted to load a new podj; however, resistance was encountered and the podj would not advance though the microcatheter. Therefore, the physician removed the podj. Next, the physician attempted to load two additional podj's coils and a ruby coil through the same microcatheter; however, resistance was encountered and both podj's and ruby coil would not advance through the microcatheter. Therefore, the physician removed all the coils and the procedure was completed using seven non-penumbra coils and the same microcatheter without further issues. There was no report of an adverse effect to the patient.